Manufacturer narrative:
Evaluation summary: the product was returned. Solution is dried on the lens. Broken haptic damage and optic damage were observed. Product history records were reviewed and all documents indicate the product met release criteria. The product investigation could not identify a root cause for the complaint. The lens was damaged. This damage was typical in appearance to handling related damage. While we are unable to determine the exact origin of the lens damage, our observation reasonably suggests that it is not manufacturing related. Due to the presence of solution and the condition of the returned sample, the damage is most likely customer related. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire was not received. (B)(4).

Event description:
An individual reported that following an intraocular lens (iol) implant procedure, the patient experienced fuzziness and the lens had rotated. During repositioning of the lens the haptic broke. The iol was removed and all pieces were retrieved. Additional information has been requested.